Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported the oxygen blender on the avea ventilator was not working properly. The device did not deliver the set fractional of inspired oxygen (fio2). Both air and oxygen (o2) regulators were calibrated but the issue was not resolved. The customer reported no patient involvement or allegation of patient harm.